Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, there was allegedly no urine output. As a result of the malfunction, another catheter was inserted, and urine output was confirmed.

Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspected, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. The drainage eye was not occluded. During the functional evaluation, the balloon was inflated with 10 cc of water and found no water flowed through the drain lumen. This was repeated with the balloon deflated and found that no water flowed through the drain lumen. Testing did not meet minimum flow rate requirements of 290 cc/min. The drainage lumen was dissected, and a sticky liquid that seemed like lubricating jelly was observed in the drainage lumen. The sticky liquid obstructed the flow of water. This is a patient/user related condition. This is not a manufacturing related condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(%) lubricate the distal end of catheter with water-soluble lubricant packaged in the tray (fig. 4). (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5)"

Event description:
It was reported that after insertion, there was allegedly no urine output. As a result of the malfunction, another catheter was inserted, and urine output was confirmed.